Event description:
It was reported that, while in use on a patient, the power cord of this 980 ventilator was disconnected from the alternating current (ac) outlet. The patient passed away. Conservatively filing report due to death and unintended user error.

Manufacturer narrative:
Conservatively filing this report due to death and unintended user error. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, the power cord of this 980 ventilator was disconnected from the alternating current (ac) outlet. The device was available for evaluation. The service personnel (sp) inspected the ventilator and was unable to confirm the reported issue. Sp performed a software update, ensured batteries were fully charged, and reviewed logs with the biomedical engineer. The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of evaluation. A review of the ventilator logs shows that there was an apparent loss of ac power; however, the ventilator displayed a low urgency "inoperative battery" alarm for some time before the ventilator turned off and started back up. The cause of the event was isolated to the loss of power due to disconnection from the ac outlet (not related to the device), although the ventilator displayed the "inoperative battery" alarm, the device eventually shut down." As the displayed "inoperative battery" alarm was not addressed, the device eventually shut down the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.